Manufacturer narrative:
Siemens filed MDR initial report on 11-jun-2021 for discordant, falsely elevated atellica im high-sensitivity troponin I (tnih) results obtained on a patient sample with reagent lot 054. 15-jun-2021 correction: b6: the sample type for sid (B)(6) was serum and not lithium heparin plasma as initially reported. B6: siemens has confirmed that the result of 20779.06 ng/l was incorrectly stated by the customer and the true result was 2779.08 ng/l as initially reported. 15-jun-2021 additional information: siemens has completed the investigation. Quality control was in range at the time the samples were run and no other samples were affected. This indicates a sample/patient specific issue. Both the falsely low and the higher results were well above the 99th% instruction for use (IFU) cutoff of 47 pg/ml (ng/l). The samples were run on different atellica im systems, one with reagent lot 049 and one with reagent lot 054. The lower results which are thought to be discordant were generated on reagent lot 054. No other samples run on the two atellica im systems (two lots) showed a difference in recovery. There is no additional sample available to send to siemens for further testing. The medication that the patient was taking has not been shown to cause interference with the tnih assay. Siemens has reviewed the quality control (qc) release data for tnih reagent lots 049 and 054, as well as the medical decision pool (mdp). The qc results across the assay range showed <3% difference in recovery between the two reagent lots. The smart remote service (srs) patient data was reviewed and showed acceptable alignment between the reagent lots. Based on the information provided, the potential cause of the lower tnih results with lot 054 on this one patient is unknown. The observed issue by the customer is not affecting qc or other patient samples. A product performance issue was not observed. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant, falsely low atellica im high- sensitivity troponin I (tnih) results on the same patient. In troubleshooting the falsely low atellica im tnih results, the customer ran two other aliquot samples from this same patient (sids not provided) on both atellica im systems (im01238 and im00908) with new reagents (lot 049), resulting high (1961.31 ng/l, 2025.79). The customer ran quality control (qc) and multiple samples from other patients on atellica im system im00908 with reagent lot 049 and the same samples on atellica im system im01238 with reagent lots 049 and 054 and obtained acceptable results. Siemens is investigating the event. The instructions for use (IFU) under the interpretation of results section states the following: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A discordant, falsely low atellica im high-sensitivity troponin I (tnih) result was obtained on a patient sample when run on atellica im system (im00908) with reagent lot 054. The reported result was questioned by the physician(s). The patient when tested on another atellica im system (im01238) with a different reagent lot 049, resulted higher. The physician was expecting a higher tnih result. A new patient sample was collected the same day, run on the atellica im system (im00908) with reagent lot 054, resulting low. The sample was repeated on atellica im system (im01238) with reagent lot 049, resulting high. The higher tnih result(s) were reported as the corrected result for this patient. There are no reports of adverse health consequences due to the discordant, falsely low atellica im high-sensitivity troponin I (tnih) results.